Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the patient experienced an infection around the internal magnet. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported); however, the issue could not be resolved. The internal magnet was removed on (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the internal magnet (date not reported). This report is submitted on september 15, 2023.